Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service _ repair due to not functioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed malfunction. No injury was reported. This is a final report.

Event description:
A finetuner echo was returned to service and repair. The device was returned because the recipient could not longer use the remote control. It seemed to have deformed and it rattled inside the housing.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A finetuner echo was returned to service and repair. The device was returned because the recipient could not longer use the remote control. It seemed to have deformed and it rattled inside the housing.